Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that her implant became infected and all hardware was removed. The patient's indications for use were parkinson's dual and movement disorders. The cause of the infection and if any symptoms were seen was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.